Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The previous service of the device was unrelated to the current complaint. A visual and functional test was performed, and the reported issue could not be duplicated. The pump was found to be operating properly. The root cause of the issue was user related. No further actions were taken as the device worked properly.

Event description:
It was reported that the device ¿alarms upstream blockage". There was unknown patient involvement.